Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump rate change did not occur as expected, suggesting potential user error and medication alert (high) (over-infusion) during patient infusion at acute care department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.